Event description:
It was reported that the patient is in need of a tibial component revision with inbone tibia. There will need to be a removal and replacement of the talar component in addition to a replacement of the adaptis talus.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences for the reported revision were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. The received CT-scans were forwarded to medical affairs for review with following result: "there was no clinical information available. The CT-scans that were assessed in a multiplanar reconstruction mode show some medial subsidence of the tibial component and some small cysts under the talar component. There are no signs of loosening of the implant, while bearing in mind that there¿s a relatively short period of time (1 year) between the primary and the revision planning. There a no signs of device related issues. Clinical information and investigation of the retrieval will be helpful in determining the root cause of the need for revision." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.